Manufacturer narrative:
UDI not required. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the toe of the patient's family was crushed because of the wrong step on table down switch. Problem occurred after the scan was completed. The injured patient got bone trauma recovery surgery according to the equipment director¿s description.

Manufacturer narrative:
Ge healthcare engineering concluded that the root cause of this event is user error, unintentional system operation by unauthorized person. The user manual and technical reference manual instructs as follows: "the owner should make certain that only properly trained, fully qualified personnel are authorized to operate the equipment. A list of authorized operators should be maintained. Unauthorized personnel should not be allowed access to the system." In this case, the user did not follow proper safety guidelines. No system malfunction was identified.